Event description:
It was reported that the patient had the device reprogrammed. "The pacemaker was set at 50 and was adjusted to 30 to help save the battery". The patient states that they are dizzy and sleepy most of the time since the reprogramming. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.